Event description:
It was reported that the 5mm cannula accessory failed the obturator test. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation performed a cannula inspection using an obturator. The obturator did not pass through smoothly. No other was damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the failed obturator test, if to recur could cause or contribute to an adverse event.